Event description:
The complainant reported a patient was implanted with an impella rp flex for mechanical circulatory support. It was reported that high purge pressure alarm was occurring. Purge pressure was greater than 1100mmhg and purge flow was 2.5ml/hr. Nurse stated that they checked for kinks and none were noted. Purge cassette was replaced and tissue plasminogen activator was given. The nurse stated that purge pressure was returning to normal and purge flows were increasing. It was further reported that the nurse called indicating that the rp flex numbers seem to be artificially high. Running at p6 with pa systolic numbers over 80, cvp over 40 with consistent flows and papi of 0.5. No swan in place to correlate numbers but patients cvp reading 26. All other hemodynamics remain stable/ unchanged.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information the following information was obtained: the device is not available for return.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the placement signal issue was not established as no definitive failure pattern was identified, no product was returned and limited clinical information was provided the cause of the high purge pressure was determined to be biomaterial build up as evidenced by the gradual purge pressure increase in the data logs.